Event description:
There was an allegation of questionable elecsys anti-hcv ii results for 1 patient on a cobas e 801 analytical unit compared to a siemens analyzer. The customer alleged that they received a false positive result on a patient sample in 2023. The initial result was 3.120 coi (reactive). The repeat result was 3.130 coi (reactive). In (B)(6) 2026, the patient had a new sample tested at another laboratory on a siemens analyzer and the result was 0.1 coi (non-reactive).

Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.